Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states the product was in use for one month. The customer states the catheter had to be replaced because there was complete cuff extrusion and the cuff was still intact on the catheter.

Manufacturer narrative:
Submit date: (B)(6) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.